Event description:
On (B)(6), 2023, the patient contacted lifescan (lfs) USA alleging that her onetouch verio flex meter has a meter memory issue. The complaint was classified based on the customer care agent (cca) documentation of the initial call. The patient alleged that the subject meter started having meter memory issues approximately 6 months prior to the call with lfs. The patient stated that the meter is not keeping the results. The patient manages her diabetes with a combination of diabetes medication (humalog 3 times per day (B)(4), tresiba 2 times per day (B)(4), metformin 1000 mg 2 times per day) and claimed that she ate less and took her medication in response to the alleged issue on (B)(6), 2023, at 10 pm. Immediately after, the patient developed symptoms of ¿dizziness, blurred vision and anxiety¿. The patient informed the cca that she treated herself with orange juice and a spoon of jelly at 11 pm. The patient denied using any other device to test her blood glucose level. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca walked the patient through resolving the alleged meter issue, however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed functional testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.